Manufacturer narrative:
Catalog: 442021. Batch no.: unknown. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed.

Event description:
Event 6 of 6 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), a molecular false positive occurred for candida tropicalis occurred. Eight bottles were positive for enterobacteria sp and candida tropicalis, however candida tropicalis was neither detected on gram stain nor culture. No patient impact was reported. The following information was provided by the initial reporter: there are 8 false molecular positives. 7 of the vials were from the reported lot 3130611 while the 8th lot is unknown. Serial numbers of instruments with fp bottles: (if possible) (b)(6_ biofire was used? (Y/n), if yes, catalog# and lot# catalog rfit=asy-147, lot 2uh023 hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details molecular false positive results for c. Tropicalis.

Manufacturer narrative:
D.4. Medical device lot#: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: catalog: 442021. Batch no.: unknown. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. H3 other text : see h.10.

Event description:
Event 6 of 6. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), a molecular false positive occurred for candida tropicalis occurred. Eight bottles were positive for enterobacteria sp and candida tropicalis, however candida tropicalis was neither detected on gram stain nor culture. No patient impact was reported. The following information was provided by the initial reporter: there are 8 false molecular positives. 7 of the vials were from the reported lot 3130611 while the 8th lot is unknown. Serial numbers of instruments with fp bottles: (if possible) ft4629, fb2723 biofire was used? (Y/n), if yes, catalog# and lot# catalog rfit=asy-147, lot 2uh023 hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details molecular false positive results for c. Tropicalis.